Event description:
It was reported that the patient had a vns revision surgery for an unknown reason. Follow-up with the physician reveals that the patient had high lead impedance which was the reason for the revision surgery. No trauma or manipulation was reported, but the patient is often amnestic and would not likely report trauma if it had occurred. Per physician, based on the tendencies of the patient, they would not be surprised if trauma had occurred which contributed to the high impedance. No x-rays are available for manufacturer review, and the explanted vns device cannot be returned to manufacturer for analysis per hospital policy.